Manufacturer narrative:
(B)(4) study (B)(6): post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (B)(6).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012, as part of the (B)(6) clinical study. According to the complainant, the patient underwent his third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2012. The procedure was completed successfully with no issues noted. This complaint is being reported based on an event of pneumonia requiring treatment with antibiotics. On (B)(6) 2013, the patient developed a productive cough, followed by nasal discharge approximately two days later on (B)(6) 2013. As a result, the patient was sent for an acute care visit, where the physician diagnosed him with pneumonia and atrial flutter. The patient was hospitalized for his atrial flutter; however, the physician determined this to be unrelated to the bt treatment. During the hospitalization, the patient was treated with rocephin and azithromycin for his pneumonia. The patient was discharged from the hospital on (B)(6) 2013. Reportedly, the event of pneumonia is still continuing. Baseline spirometry values: visit date: (B)(6) 2011. Pre-bronchodilator: fev1: 2.10, fev1 % predicted: 70.71, fvc: 2.81, fvc % predicted: 72.61. Post-bronchodilator: fev1: 2.83, fev1 % predicted: 95.29, fvc: 3.53, fvc % predicted: 91.21. Additional information received since (B)(6) 2013. On (B)(6) 2013, the patient was readmitted to the hospital for pneumonia, vomiting, diarrhea and dehydration. On (B)(6) 2013, the patient was discharged from the hospital. However, the event of pneumonia is still continuing. Additional information received since (B)(6) 2013. On (B)(6) 2013, the patient was readmitted to the hospital for pneumonia, vomiting, diarrhea and dehydration. A bronchoscopy was required due to respiratory failure. The patient was treated with intravenous medications and antibiotics. On (B)(6) 2013, the patient was discharged from the hospital. However, the event of pneumonia is still continuing. Additional information received since (B)(6) 2013. On (B)(6) 2013, the event of pneumonia was resolved.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012, as part of the po(B)(6) clinical study. According to the complainant, the patient underwent his third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2012. The procedure was completed successfully with no issues noted. This complaint is being reported based on an event of pneumonia requiring treatment with antibiotics. On (B)(6) 2013, the patient developed a productive cough, followed by nasal discharge approximately two days later on (B)(6) 2013. As a result, the patient was sent for an acute care visit, where the physician diagnosed him with pneumonia and atrial flutter. The patient was hospitalized for his atrial flutter; however, the physician determined this to be unrelated to the bt treatment. During the hospitalization, the patient was treated with rocephin and azithromycin for his pneumonia. The patient was discharged from the hospital on (B)(6) 2013. Reportedly, the event of pneumonia is still continuing. Baseline spirometry values: visit date: (B)(6) 2011. Pre-bronchodilator: fev1: 2.10, fev1 % predicted: 70.71, fvc: 2.81, fvc % predicted: 72.61. Post-bronchodilator: fev1: 2.83, fev1 % predicted: 95.29, fvc: 3.53, fvc % predicted: 91.21.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a physical/functional product analysis was not able to be performed. A review of the device history record (DHR) confirmed that the reported batch met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Pneumonia is listed in the dfu as a potential adverse event associated with the use of this device. However, the pneumonia occurred 14 months after the third bronchial thermoplasty procedure so the relationship to the device is unclear, but is recorded as possibly related per the investigator. Therefore, based on the available information, a definitive root cause could not be determined.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 as part of the (B)(4) study. According to the complainant, the patient underwent his third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2012. The procedure was completed successfully with no issues noted. This complaint is being reported based on an event of pneumonia requiring treatment with antibiotics. On (B)(6) 2013, the patient developed a productive cough, followed by nasal discharge approximately two days later on (B)(6) 2013. As a result, the patient was sent for an acute care visit, where the physician diagnosed him with pneumonia and atrial flutter. The patient was hospitalized for his atrial flutter; however, the physician determined this to be unrelated to the bt treatment. During the hospitalization, the patient was treated with rocephin and azithromycin for his pneumonia. The patient was discharged from the hospital on (B)(6) 2013. Reportedly, the event of pneumonia is still continuing. Baseline spirometry values: visit date: (B)(6) 2011. Pre-bronchodilator: fev1: 2.10; fev1 % predicted: 70.71; fvc: 2.81; fvc % predicted: 72.61; post-bronchodilator: fev1: 2.83; fev1 % predicted: 95.29; fvc: 3.53; fvc % predicted: 91.21. **additional information received since (B)(6) 2013** on (B)(6) 2013, the patient was readmitted to the hospital for pneumonia, vomiting, diarrhea and dehydration. On (B)(6) 2013, the patient was discharged from the hospital. However, the event of pneumonia is still continuing.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012, as part of the post approval 2 (pas2) clinical study. According to the complainant, the patient underwent his third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2012. The procedure was completed successfully with no issues noted. This complaint is being reported based on an event of pneumonia requiring treatment with antibiotics. On (B)(6) 2013, the patient developed a productive cough, followed by nasal discharge approximately two days later on (B)(6) 2013. As a result, the patient was sent for an acute care visit, where the physician diagnosed him with pneumonia and atrial flutter. The patient was hospitalized for his atrial flutter; however, the physician determined this to be unrelated to the bt treatment. During the hospitalization, the patient was treated with rocephin and azithromycin for his pneumonia. The patient was discharged from the hospital on (B)(6) 2013. Reportedly, the event of pneumonia is still continuing. Baseline spirometry values: visit date: (B)(6) 2011. Pre-bronchodilator: fev1: 2.10, fev1 % predicted: 70.71, fvc: 2.81, fvc % predicted: 72.61. Post-bronchodilator: fev1: 2.83, fev1 % predicted: 95.29, fvc: 3.53, fvc % predicted: 91.21. Additional information received since (B)(6) 2013. On (B)(6) 2013, the patient was readmitted to the hospital for pneumonia, vomiting, diarrhea and dehydration. On (B)(6) 2013, the patient was discharged from the hospital. However, the event of pneumonia is still continuing. Additional information received since (B)(6) 2013. On (B)(6) 2013, the patient was readmitted to the hospital for pneumonia, vomiting, diarrhea and dehydration. A bronchoscopy was required due to respiratory failure. The patient was treated with intravenous medications and antibiotics. On (B)(6) 2013, the patient was discharged from the hospital. However, the event of pneumonia is still continuing.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). Post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (B)(6). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Bl(B)(4). Post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2).